Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise was noted on the right atrial (ra) lead. The device was reprogrammed to deactivate the ra lead in order to resolve this event. The patient was stable with no adverse consequences.

Event description:
New information indicates over-sensing resulting in inappropriate mode switch was noted on the right atrial (ra) lead.